Event description:
On (B)(6) 2013 patient reported the infusion device triggered an e7 (electronic error) message. Preliminary evaluation on (B)(4) 2014 found several e7001 errors in the device history. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Alleged infusion device was returned for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result main findings: e7001 were found in the history. It is not possible to further operate the pump due to a short-circuit of the buzzer. The pump correctly triggered the e7001 error messages. The vibra and visual alarm functions are not affected.